Manufacturer narrative:
The returned ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A replacement procedure is expected to be scheduled, and this investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. This ICD was successfully replaced, and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.